Event description:
It has been reported that the pt received a durom acetabular component 54/48n, metasul large diameter head 48/n, head adapter m/0, and 5.0 x 8mm, tps coated spline implant (stem lamella 5 protasul 100), left side on 06/14/2005. On (B)(6) 2013, the pt underwent revision surgery due to increasing discomfort around the area of the left hip and dragging pain around the ventral thigh. An x-ray confirmed osteolysis major trochanter. The cup, the head, and the adapter were revised. The stem was left implanted in the pt.

Manufacturer narrative:
The manufacturer did not receive the device or other documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in (B)(4) 2008 as correction (B)(4). There is no future risk in the use of the durom acetabular component as it is not sold anymore and the certificate for durom acetabular component ce 524054 has expired on (B)(6) 2014 , and will not be renewed. Hence, zimmer gmbh will consider this case as closed. (B)(4).